Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00492 through 3012447612-2018-00495.

Event description:
It was reported that a patient had very hard bone and the following occurred during surgery as a result: a drill tip broke off; a screw driver tip broke; two inserter guides broke. The procedure was able to be completed using these instruments without reported patient impacts. This is report four of four for this event.

Manufacturer narrative:
The inserter was returned for evaluation. The tip was found to be twisted and fractured. Based on the event description, it is likely that the failure is due to the patient having hard bone. This would require a larger amount of force to insert a screw. A review of the DHR did not identify any issues which would have contributed to this event.